Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1200, serial: (B)(6). Batch: 21233375. Product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6). Batch: 20261604/20061936. Product scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6). Batch: 21443291. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 23341491. Product family: scs-lead fixation, upn: m365sc43190, model: sc-4319, batch: 20254598.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information was obtained despite good faith efforts.